Event description:
It was reported that the atrial lead exhibited noise which led to inappropriate auto mode switch episodes. The lead was reprogrammed and remained implanted. The patient would be monitored.

Event description:
New information indicated the lead continued to exhibit noise. The lead was capped and replaced during a routine device change out procedure on (B)(6) 2014. The patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.